Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Atrial pace impedance has been rising since (B)(6) 2014. The atrial pace impedance reached 4047 ohms on (B)(6) 2015. Concomitant medical products: 0185 boston scientific lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that there was a warning on the right atrial (ra) lead for high impedance. It was noted that there had been a gradual trend upwards in the lead impedance. Sensing was noted to be appropriate and the thresholds, while high, were relatively stable. The atrial out of range impedance alert was turned off and the ra lead remains in use. No patient complications have been reported as a result of this event.